Manufacturer narrative:
The device was returned to olympus for inspection, confirmed that the fiber broke from handle. The proximal end has no indication of physical damage however, there was a charring where the wire and the tip broke off the wire based on the results of the investigation, the event was caused by a component failure of fiber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use fiber caught on fire. The issue occurred during a therapeutic laser lithotripsy the procedure was completed using a similar device. There were no reports of patient harm.